Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, it was not possible to further identify the material. It was not possible to determine if reprocessing was practiced in accordance with the instructions for use. Therefore, a further cause of the suggested phenomena could not be presumed. Regarding the suggested event "foreign material in the auxiliary water channel" the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the auxiliary water feeding function]. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.22). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion tube.". Regarding the suggested event "stain inside the suction channel" the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the suction function]. Immerse the distal end of the insertion tube in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump.". Regarding the suggested event "foreign material fell off from the instrument channel" the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. [Inspection of the instrument channel]. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was cracked, the image guide protector was chipped, the suction cylinder had corrosion, the scope connector had corrosion, the suction cylinder was dented, the suction tube in the universal cord was dirty, the scope connector was dirty, the adhesive around the objective lens was peeled, the nozzle was deformed, the connecting tube was wrinkled, the paint on the air/water cylinder was peeled, the up/down knob had corrosion, the control unit was discolored, a foggy image occurred due to dirt on the objective lens, the image was partially dark due to a scratch on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had no angulation when the control knob was turned. The issue occurred during a diagnostic colon examination. The scope was not inspected prior to the procedure. There was no delay and the procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found insertion tube had foreign objects. The report is being submitted due to foreign objects in the tube found during evaluation.